Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for failed back surgery syndrome reported they checked their battery two weeks ago and didn't see the elective replacement indicator (eri). However, the patient later reported seeing the end of service (eos) message and stimulation stopped. The patient was dissatisfied with the battery's longevity. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.